Manufacturer narrative:
(B)(4)

Event description:
It was reported that high, out of range hv lead impedance was observed. Further testing showed no lead damage and high impedance values were unable to reproduce through pocket manipulation. The lead was capped and replaced. The patient was stable post procedure.